Event description:
It was reported that the device registered some supra ventricular tachycardia (svt) and non-sustained tachycardia (nst) episodes. The lead was tested and showed normal values, but the physician was afraid this was the beginning of lead failure. The lead was explanted and replaced. No patient complications were reported as a result of this event, and the patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed. There are three sets of setscrew marks on the is-1 pin. One set of setscrew marks is too proximal, indicating the lead was not fully inserted into the device.